Manufacturer narrative:
The device was returned for evaluation. Upon visual inspection of the device, it was determined that the device was missing the tamper seal. Evaluation tests were used to replicate the reported problem which confirmed that the device could not be powered on. The root cause of this issue was determined to be due to corroded battery compartment spring. The investigation could not determined what caused the battery compartment spring to be corroded. As a corrective action the battery compartment spring was replaced. The device history record (DHR) review was not performed. Product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Operator of device is unknown/other. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device did not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.